Event description:
It was reported that tandem mobi pump experienced repeated cartridge alarms, including cartridge alarm 34, without exposure to magnets or issues during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to rely on alternate insulin method if necessary, and technical support arranged replacement pump.